Event description:
It was reported to the covidien office in (B)(4) that a brand name vbn pressure gauge was working non stop because, the endotracheal tube's cuff could not maintain the pressure. As the vbn pressure gauge was working to maintain the cuff pressure, the patient was not extubated. The customer reported that these endotracheal tube generally are not used long term so, the just kept re-inflating the cuffs.

Manufacturer narrative:
If the sample is returned, a failure investigation will be performed. If significant information is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.